Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the customer was re-educated on toe-tapping behavior, which may have contributed to the reported issue. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament regulator fail error message during a pt procedure. There is no report of pt injury associated with this event.